Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that on (B)(6) 2011, her blood glucose (bg) level went over "500 mg/dl." The patient claimed that she also felt tired and thirsty, and had trace amount of ketones. However, after changing the site 2 times and using a new vial of insulin, the patient claimed that her bg level came down and had been perfect since then. Through troubleshooting, the patient admitted that she was using a very small area for insertion. The animas representative involved in this contact noted that the patient might have had scar tissue. The patient was advised to rotate her sites and to discuss with her health care provider (hcp) about using additional sites. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level and symptoms that can be associated with a serious injury. The patient noted that her bg level came down to the low 300 mg/dl range after changing her site 2 times and using new insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no history from the time of the event was available in the pump due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.